Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy. The patient stated that in (B)(6) 2016 their symptoms had increased. They stated that it was not just their stomach, but their colon and other things had stopped. They started in (B)(6) 2016 and got worse since then. They tried to get an outpatient appointment, but could not get in until (B)(6) 2017. They got worse and had to be hospitalized. The patient stated that they used a clinician programmer to check the implant and noted a low implant battery on (B)(6) 2017. The device was replaced. Follow up noted that the battery was at normal end of life. The hcp stated that the symptoms were addressed by the patient's medical doctor. They were not new issues. The patient had intermittent severe gi symptoms even with a fully live battery. It was not clear if the issue was resolved. No further complications are anticipated.